Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 120 mg/dl. The customer explained that the alarm occurred during normal use of the insulin pump after inserting a new battery. It was unknown if the insulin pump was stored for an extended period of time. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to test for a21 alarm due to unresponsive buttons. The insulin pump also has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.